Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's device had migrated out of the pocket and down towards the abdomen. A pocket revision was completed and the device remains in use. It was noted that the patient had what appeared to be "twiddlers syndrome." No patient complications have been reported as a result of this event.